Event description:
Edwards received notification of a pascal in mitral procedure where a slda (single leaflet device attachment) occurred on the second device. A large p2 prolapse with strong posterior chords creating a parachuting of prolapsed tissue were noted. Implanter grasped the posterior leaflet, lots of tissue was captured on the paddle, likely including strong posterior chord within grasp. Posterior clasp drop was successful. Anterior leaflet was captured successfully. With device closure leaflets both pulled in, once posterior suture was removed, posterior leaflet slipped above the clasp which was verified by opening implant and visualizing posterior clasp bouncing. Anterior clasp was still functional. Echo interrogation revealed long posterior leaflet moving through center of device, difficult to see, yet likely chord captured in clasp. Anterior clasp was raised. Cs (clinical specialist) suggested multiple bailout maneuvers. Md (medical doctor) attempted some movements of the implant to free the posterior leaflet from clasp yet did not want to try advanced maneuvers. Instead, md decided to close implant and release. With release, the implant initially stayed attached to the posterior leaflet. A third ace was prepped and placed laterally. A solid posterior grasp was successfully obtained with the third implant. Md decided to place a plug posterior to the second device to diminish mr (mitral regurgitation). Mr was moderate at the time of the slda. The procedure was completed successfully, and the mr was reduced from severe to mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for slda single leaflet device attachment was confirmed. Available information suggests misinterpretation of proper capture and patient anatomy likely contributed to the event. Per event description, a large p2 prolapse with strong posterior chords creating a parachuting of prolapsed tissue were noted and implanter grasped the posterior leaflet, lots of tissue was captured on the paddle, likely including strong posterior chord within grasp. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.